Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion.

Manufacturer narrative:
Additional information: d1, d4, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device pumped continuously without stopping. Due to the device failure the surgeon switched the surgical procedure to an open surgery. The surgery was finished successfully. It was not necessary to do a second surgery. This line was created for the unknown tubing, which was used with the reported pump.